Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was leaking through the wing area.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The extension tubing markings were completely worn. Splits were observed at the junction between both suture wings and the bifurcation. The split on one side progressed into the lumen. The second split was superficial. The entire molded joint exhibited a roughened texture. The molded joint exhibited regions of discolored material. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be occluded by blood product. A leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness in the vicinities of the splits. Microscopic inspection of the splits revealed a dully granular texture. Beach marks were observed on the split surfaces. The tensile weakness and beach marks were consistent with fatigue failure due to repetitive stress. The material discoloration and change in surface texture suggested that chemical exposure may have contributed to the observed damage. The product IFU states: ¿when cleaning the exit site maintain according to hospital protocol. Use chlorhexidine gluconate or povidone iodine to clean the exit site around the catheter. 2% chlorhexidine gluconate /70% isopropyl alcohol swabsticks may be used for dressing changes. Caution: acetone and tincture of iodine should not be used.

Event description:
It was reported that the catheter was leaking through the wing area. No other information was provided. No harm to the patient was reported.